Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument was found to have one severely bent grip, causing misalignment of the grips. There was a 0.82 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. Common causes of the failure mode bent-severely instrument grips -tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tip by applying excessive force on the jaws.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium - large clip applier had a clip application failure. No fragments fell inside the patient. The procedure was completed with no reported injury. There were no delays. Isi followed up with the initial reporter and obtained the following additional information: the clip application failure happened while loading the clip onto the medium-large clip applier inside the patient and while attempting to clamp on a vessel. After closing the clip, the medium-large clip applier did not close, therefore it did not clamp on the vessel. The issue was related to clip opening after closure of the clip. The instrument had been used for 3 clip applications when the issue occurred. The issue was resolved by using a back-up instrument. There are no photos/image available for review.